Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, red particles in the shell, missing shell (25-50%), and crease fold. Weight measurement of the device identified device was underweight. A micro analysis was performed which identified a sharp broken crease, stress marks, and wear abrasion. Based on the device analysis the final assessment was a sharp broken crease on the radius assessed as a fold flaw opening, and missing shell assessed as an inconclusive. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.